Event description:
A report was received that the patient experienced pain at the pocket site. The physician assessed through palpation that the ipg had migrated. The patient underwent an ipg revision procedure wherein the ipg was repositioned.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.